Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance (ms). The patient was very annoyed at what he perceived to be the company¿s stupid questions which he felt were insulting his intelligence. Ms attempts to contact the patient by phone to clarify some of the outstanding issues were unsuccessful. The patient claimed that the meter started reading inaccurately at 2:17pm on (B)(6) 2017; he provided more than 20 results obtained over the next few days, ranging from as low as 83 mg/dl to hi (over 600 mg/dl). Based on statistical methodology, the calculated difference between some of the reported comparisons falls outside lfs¿ precision criteria. The patient manages his diabetes with oral medication and diet, indicating that he eats no more than 200 carbohydrates her day. He stated that he has had diabetes for more than 27 years and during this time has never had an a1c of more than 7%, so he did not understand the results he was obtaining. He reported that immediately after the start of the alleged issue, he began feeling ¿exhilarated, shaky and had blurred vision¿. He was unwilling to say what treatment, if any, he received for his symptoms. The patient also stated that he had ¿died but then I resuscitated¿ and was ¿in the morgue for a couple of hours but then I resuscitated and went home¿. From reviewing the call, it appears that these last comments were made in jest as the patient was becoming frustrated with the line of questioning; however, it has not been possible to confirm this with the patient. During troubleshooting the cca noted that the patient¿s meter was set to the correct unit of measure. The cca also noted that the patient¿s test strips had been stored correctly and were within expiry date and the test strip vial was not cracked or broken. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples and he described the correct testing steps. The cca walked the patient through a control solution test and the result was in range; a previous control solution test was also in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Exhilarated, shaky and had blurred vision, after obtaining alleged inaccurately erratic results on the subject meter.